Event description:
The scientific article reports that the pt presented to her "primary physician with persistent cough for the past few weeks." The pt had undergone ivc filter implant approximately 2 1/2 years ago. According to the article, the filter tilted, demonstrated a fractured limb and a filter "strut" had perforated the wall of the cava.

Manufacturer narrative:
Device history records could not be reviewed as the lot # was unk. The device remains implanted; therefore, not available for eval. The article identifies the filter as a g2 filter; however, this can not be confirmed at this time. The actual identification of the filter is under investigation. Journal of vascular and interventional radiology, volume 20, issue 6, pages 829-832, june 2009, authors: pramod gupta; jorge a lopez; vidisha ghole; gregg d rice, md, and manoj ketkar, md. A copy of the article has been attached.